Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported that during surgery, the light source stopped functioning. The light source was exchanged and the case was completed.